Manufacturer narrative:
(B)(4). Mechanical (g04) - impactor g2: foreign - event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an impactor base plate split open. There were no impacts to the patient. Attempts have been made and no further information has been provided.